Manufacturer narrative:
Investigation: customer returned (116) 3/10cc, 12.7mm, 29g syringes (4 in an open poly bag, 112 in sealed poly bags) from lot # 9028789. Customer states that the stopper was detached. All samples returned in the open poly bag as well as 30 samples from the sealed poly bags were examined and all samples from the open poly bag and 8 out of 30 samples from the sealed poly bags exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch # 9028789 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200804487] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect was determined to be air in the air lines. Corrective action: l2l dispatch #57135 was created during the creation of this batch to purge the silicone gun lines.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the stopper was detached. The following information was provided by the initial reporter, translated from japanese to english: "the rubber of the inner cylinder has deteriorated and has come off." The stopper was detached.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the stopper was detached. The following information was provided by the initial reporter, translated from (B)(6) to english: "the rubber of the inner cylinder has deteriorated and has come off." The stopper was detached.